Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for heart failure. Upon interrogation of the device, reproducible noise was noted on the right ventricular lead. The device had a history of noise in 2017 and was reprogrammed. The patient was stable. No additional information was reported.

Event description:
New information noted that the noise occurred after atrial pacing. The device was programmed to vvi. This resolved the noise.